Event description:
On 29-jan-2026, a other health care professional contacted technical service to report that uno 102 es (product code p2010005, serial number (B)(6)), had improperly positioned hook, resulting in a patient fall. The fall was estimated to be a few centimeters above the bed. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the fasteners are not suitable and needed to be replaced. Uno 102 mobile lift has electric raising and lowering of the lift arm. Uno mobile lift is intended mainly for use in post acute care facilities like nursing homes and other care homes in the most common lifting situations, for instance, transfers between bed and wheelchair, to and from toilet and for lifting to and from the floor. Uno mobile lift has three alternative height settings, in order always to provide the optimum lifting height. The technician replaced the fasteners to resolve the reported event. Based on this information, no further action is required.